Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that screw fractured. The patient is fine. After visual inspection it was observed that the screw was fractured at the threads of the screw. Screw removed in (B)(6) 2022.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) titanium hexed uniscrew (uniht) was returned for investigation. Visual evaluation of the as returned product identified signs of use, wear. Fractured screw identified at threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used for an unknown amount of time. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.